Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device, on 08-16-2019. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.